Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This report was received from global pharmacovigilance (gpv) and is a solicited report by a pharmacist, a nurse and a physician from (B)(6) of cloudy effluent and aseptic peritonitis in a patient coincident with extraneal viaflex and nutrineal pd4 therapies intraperitoneally (ip) for capd (continuous ambulatory peritoneal dialysis. In (B)(6) 2010, the patient experienced cloudy effluent while using extraneal and was hospitalized. On an unreported date, extraneal was stopped. Treatment provided, if any, was not reported. It was not reported if the cloudy effluent resolved. On an unreported date, the patient experienced a second episode of cloudy effluent with nutrineal. The patient was not hospitalized. On an unreported date, nutrineal was stopped. On an unreported date, with one of the episodes of cloudy effluent, aseptic peritonitis was diagnosed. It was not reported if the patient was hospitalized for the aseptic peritonitis. On an unreported date, the patient received treatment with claforan and fosfomycin (dose, frequency and route not reported), which had continued as of the time of this report. The outcome for the cloudy effluent and aseptic peritonitis was not reported. Extraneal and nutrineal remained permanently withdrawn. The reporters believed the cloudy effluent and aseptic peritonitis were possibly related to extraneal and nutrineal.